Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product analysis. The carrier tube assembly and bypass tube were returned. No poly-foil pouch was returned. Visual inspection revealed that there was no damage or deformation on the carrier tube assembly. The bypass tube was completely detached from the main body of the device and the anchor was exposed. The collagen sponge was slightly expanded at the tip of the tube. The deployment sleeve was found in the full forward lock position. No other visual anomalies were noted with the device. Functional testing was performed; the bypass tube was reinserted over the anchor manually to set to on its manufacturing position. No issue was noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that reported event may have been related to the improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that in attempt to use for the procedure, when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was unknown. A pre-deployment angiogram was unknown. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage for patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.